Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that via medwatch (mw5082004) that on (B)(6) 2015, the patient underwent anterio-posterior bilateral discectomy and fusion at l4-l5. During the surgery, the peek cage broke; and was left in the patient. In 2018, the patient underwent an emergency revision at l4-l5. The reason for the revision surgery was not mentioned. 3 weeks post this revision surgery, the patient returned with low left abdominal quadrant pain. Ultrasound confirmed a mass/fluid. Biopsy was inconclusive. Patient believed that rhbmp-2/acs leaked from the broken cage and spread through the body. Patient had been recently tested for cancer, (B)(6), autoimmune but all these tests were ruled out. Patient is currently attending anesthesiology, hematology, neurosurgery, rheumatology.